Manufacturer narrative:
The reported device was not received for evaluation. However, an unused device was received. A visual inspection of this device revealed that it is in its original unopened packaging. The insertion device was returned in the pret1 setting with the suture and implants returned in the channel, ready to deploy. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a procedure two fast-fix 360 were defective. When the t2 was pushed, it remained stuck without moving forward. T1 was successfully removed. The procedure was completed with a surgical delay of less than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).